Event description:
Coiling treatment of a ruptured aneurysm. During the procedure, it was reported that the physician had difficulty placing the coil properly in the aneurysm. After several failed attempts of coil placement, the coil prematurely detached inside the catheter and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).